Event description:
The manufacturer's representative reported that the system was removed due to infection. The reporter indicated that there was pus formation in the pump pocket; no growth on culture and sensitivities. The patient did not have meningitis. The patient was placed on oral anti-spasmodics; no report of return of symptoms or therapy related issues. The patient had been receiving 165 mcg/day of lioresal intrathecally. The abdominal incision is open to flushing and irrigation. It is believed that the patient has also been prescribed antibiotics. The patient resides at an extended care facility. The pt was doing well at last report. A follow-up report will be sent if additional information becomes available.